Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: the device related to the reported event was received. Visual analysis found white particles on the inner and outer surfaces of the device. Brown particle material found in the fill channel of the diaphragm valve was removed and leak test performed confirmed no leakage. Fill inspection confirmed no blockage of the port hole of the diaphragm valve. Micro analysis found the device intact and functional with no observed device failure. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Pain ¿ pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists.

Event description:
Patient representative reported patient experienced breasts were ¿way too big and heavy¿, hardness, and malpositioned. Documentation also alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Device has been explanted. This record is for the left side.